Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Unable to verify failed battery test alarm and a22 alarm due to compromised force sensor system alarm. The insulin pump was received with, broken battery cap, cracked battery tube threads and partially broken off reservoir tube lip. The insulin pump was missing the end cap sticker and the address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and compromised force sensor system. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. The battery cap was worn out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.